Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up in backup vvi mode. A device image was sent for further investigation. A device download was performed successfully.